Event description:
Caller reported that the cartridge was damaged, specifically at the pigtail area, though the caller was unaware of how the damage occurred. There was no adverse impact to the customer's blood glucose level. Caller successfully changed the cartridge and resumed insulin therapy.